Event description:
It was reported that, a subject in the (B)(4) study (study (B)(4)) experienced an adverse event that resulted in the subject¿s death. The investigator noted that upon attempting to schedule the subject for 5-year follow-up visit that they were notified by someone over the phone that the subject had died. The site was notified on (B)(6) 2010 of the subject death and completed a case report form for the adverse event no details on the pt¿s death was available.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0/deg x3 insert 36mm ID, cat # 623-00-36e, lot # 0x2med. V40 ccr lfit head 36mm/+5, cat#6260-9-236, lot# 75empa. Gap plate screws, cat #2080-0035, lot# t9mmma. Gap plate screws, cat # 2080-0030, lot # kxlmdd. It cannot be determined which, if any of these devices may have caused or contributed to the pt¿s death. An eval of the devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. Add¿l info regarding cause of death, x-rays and medical records has been requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.